Manufacturer narrative:
(B)(4). Although, requested, the set has not been received. A follow up report will be submitted with investigation results should the device be returned for evaluation.

Event description:
Customer reported the retractable cuff will not tighten and secure the tubing to the IV catheter. Per customer's product complaint form "retractable cuff on extension tubing that attached to the IV cannula is coming loose even though staff consciously paying extra attention to tightening the cuff. Result: loss of IV access, back flow of blood, pts not getting IV fluids and IV medications." There was no pt harm or medical intervention required. Although requested, no further pt or event information was provided.